Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine (1mg/ml) via an implantable infusion pump. It was reported that the patient found the 40 cc pump uncomfortable so it was replaced with a 20 cc pump.